Event description:
Hcp reports pt presented following a pump replacement with symptoms of an infection including erythema and a low grade temperature. The pt was treated with levaquin. The pt was reported to having "no problems afterwards."